Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up and down arrow buttons were sticking and that the keypad buttons symbols were worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/04/2013 with the following findings: the keypad button symbols were found to be worn and the keypad cover was torn off over the down arrow and ok buttons. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to engage; the up arrow and down arrow buttons were found to be sticking and were hyper-responsive/scrolling in response to button presses. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen text was dim/faded and discolored. A test screen was inserted and found to function properly with no visible signs of fading or discoloration of text. Also unrelated to the complaint, evaluation revealed a crack in the battery compartment extending from the finger pad down to the primary seal. There was no evidence of moisture damage found in the battery compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.